Event description:
Additional information received reported the cause of the event was ¿mass effect on cord.¿ imaging was performed on (B)(6), 2013, and it was noted there was an epidural hematoma. It was noted there was continued paresthesia. Patient outcome was noted as serious I njury/illness ¿ ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the date of this report, a lead revision was conducted due to inadequate paraesthesia. It was noted there was stimulation in the wrong location. It was noted that two percutaneous leads were replaced with a surgical paddle. It was noted that the lead was connected to the existing generator. Impedances were within normal limits. It was noted that stimulation was not turned on. It was further noted that the patient conversed well in the postoperative area and was instructed not to turn on stimulation until the 10 day postoperative appointment. Later that day, the manufacturing representative was informed that the patient had been admitted to the emergency room due to a reported loss of sensation in the lower extremities. It was noted that a complete explant was anticipated. The following day, the entire system had been explanted. It was noted the patient had not regained sensation. Complications included paralysis of the lower extremities. Hospitalization occurred as a result of the event. It was stated as of (B)(6) 2013, the patient was slowly regaining sensation in the lower extremities. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37092, lot# 267690001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).